Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy irritation on his back between his shoulder blades. The patient was given a prescription cream from his physician. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.